Event description:
On (B)(6) 2013: the pt stated that during drain 0, the cycler did not drain him properly and he had to disconnect and revert to manual exchanges. He added that about (B)(6) ago, he experienced drain issues and was overloaded with fluid. Consequently, he was in the hosp ((B)(6) 2013) and had been performing manual exchanges without problems. He indicated that nothing was different as far as set-up went and he did not do anything different than normal but drain problems reoccurred. Hospitalization: (B)(6) 2013. On (B)(6) 2013 pt's nurse reported that pt's drain issues were caused by constipation and not due to the use of the cycler. Medical records were not available at the time of this report.